Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit was found to have damaged d31 on the ui board that caused the 'red alarm' light to not function. The ui board was replaced and the unit functioned as designed. A svs history record review reveals that this unit was in the field over five (5) years with no previous reported issues prior to this reported event.

Event description:
Customer reported "red alarm light is not working, when alarms go off." There is not pt info available.